Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that there was general feedback regarding "channel disconnects" in the past. The product issue was stated to bd associate during site visit. There was no information available in regards to specific events. There was patient involvement but impact is unknown.